Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is getting very poor tracing. It is unknown if there was patient involvement.

Manufacturer narrative:
The device was received by philips bench repair on 28-dec-2016, where the device was evaluated. Per the customer's request, the therapy pca and processor pca are to be replaced. The philips bench ordered the requested parts. The therapy pca was received. However, the processor pca was on global parts hold with no eta of release. The philips bench replaced the therapy pca on 09-jan-2017 since the therapy pca was available and needed to be consumed. The processor pca was not replaced.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.